Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. The insulin pump functioned properly. Motor was tested outside the device and passed. Intermittent button response noted during testing due to flattened domes witch on the down arrow button. Lcd connector was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was 235 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported a no delivery alarm while filling the tubing during the motor error alarm. Troubleshooting for the no delivery alarm found the insulin pump was working as designed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.